Manufacturer narrative:
H3,h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that a piece of the jaw had broken off. The device and the fractured piece were returned. There was considerable wear on the device and a piece of tape around the handle, but no obvious debris. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The complaint was confirmed and the root cause was associated with component failure. Factors that could have contributed to the reported event include more frequent use than anticipated for the device, rough sterilization processes, or inability to withstand excessive forces during use.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that the lower jaw was broken in the basket punch, duckling upbiter. No case reported; therefore there was no patient involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.